Event description:
It was reported that the patient experienced persistent low flow alarms as well as dyspnea, fatigue, and dizziness. The patient had a known proximal and distal narrowing of the outflow graft. The patient came in with flows of 1.7 lpm, then stable at 4.5 lpm after treatment. The alarms resolved after surgical intervention and relief of outflow graft compression and twist. Patient had no signs of fluid overload and end organ function was preserved. Log file review captured intermittent low flow events throughout the day. No previous admissions for outflow graft were reported, the patient was monitored as an outpatient previously.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: the event date has been estimated. The date of onset of the patient's outflow graft obstruction was requested but not provided. Manufacturer's investigation conclusion: the reported outflow graft obstruction and twist were unable to be confirmed from this evaluation as no photos depicting the obstruction were submitted for review. A specific cause for the reported obstruction and twist could not be conclusively determined through this evaluation. Additionally, low flow alarms were confirmed through evaluation of the submitted log files and could be correlated to the reported outflow graft obstruction and twist. It was reported that the patient experienced persistent low flow alarms. The patient had a known proximal and mid-distal narrowing of the outflow graft. The patient came in with flows of 1.7 liters per minute (lpm) and was stable at 4.5 lpm after the speed was adjusted and his hematocrit (hct) was lowered. The patient had no signs of fluid overload and end-organ function was preserved. Evaluation of the submitted log files revealed that on (B)(6) 2022 there was a sudden decrease in flow from approximately 3.3-4.7 lpm to 1.4-2.5 lpm. For the remainder of the log files, there were low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm. Of these faults, many lasted over 10 seconds and low flow alarms were triggered. No other atypical events or alarms were captured. The pump appeared to function as intended at the set speed. Additional information revealed that the cause of the low flow alarms was determined to be an outflow graft obstruction and an outflow graft twist. The patient reported feelings of dyspnea, fatigue, dizziness, and feeling ¿faint¿. The low flow alarms were confirmed to be due to the outflow graft, and these alarms resolved after surgical intervention which relieved the outflow graft compression and twist. The patient was then monitored through computed tomography angiography (cta) as an outpatient. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2017 the heartmate 3 lvas IFU are currently available. Section 1 of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 7 of the IFU titled ¿alarms and troubleshooting¿ and section 5 of heartmate 3 lvas patient handbook titled "alarms and troubleshooting" describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.